Event description:
Medics responded to a person described as in cardiac arrest. According to the reporter, medics could not connect the disposable defibrillation/ECG electrodes to the device's defib cable and observed what appeared to be an electrode post broken off inside one of the defib cable's connectors. The report stated several attempts to remove the obstacle were unsuccessful. The pt was not resuscitated.